Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device synchronization mode failure was detected during the performance of preventative maintenance. The device was reported as being available for clinical use at the time of the event but no patient was involved nor was there any adverse patient impact. .